Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/15/2014 with the following findings: a review of the pump black box data revealed multiple replace battery alarms and evidence of short battery life. All current draws measured high during testing. Further investigation revealed that the u31 component on the printed circuit board had failed. The short battery life complaint was duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.